Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a inoperable graphical user interface (gui). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions and no errors were recorded in the diagnostic logs. An investigation was performed and the root cause of the reported issue could not be determined. If information is provided in the future, a supplemental report will be issued.